Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 7.7 inr and 7.5 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. Patient's coumadin dose was changed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Allegedly, during a robot assisted hysterectomy, doctor noticed a small (1mm x 7mm) piece of insulation was gone from distal end of outer tube. Doctor retrieved pieces but was unsure whether he had retrieved everything; a very small piece of insulation may remain. Doctor did not believe that the small piece left presented any risk to pt. Procedure was completed.